Event description:
It was reported by a medical professional that a vns patient died on (B)(6) 2016. The reporter did not know the cause of death. Systems diagnostics were available from (B)(6) 2016 and were provided as within normal limits and the device was not at end-of-service. An obituary search revealed that the patient died unexpectedly at her home on (B)(6) 2016. Additional relevant information has not been received to-date.